Event description:
It was reported that a patient had a diathermy procedure at the dentist and had problems with their bilateral deep brain stimulators afterward.

Manufacturer narrative:
Concomitant product: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the health care professional had read about the contraindication of diathermy for deep brain stimulation (dbs) patients in medical literature. The reporter stated that she did not know of any specific patients that had experienced adverse events associated with diathermy.